Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient presented at the clinic for her 6 months check-up. The parent_s had some concern regarding her response to sound on the left side. The recipient is implanted bilaterally and the contralateral device is working within normal limits. The user no longer had any sound perception with the concerned device. There was no reported change in health history. Parents deny trauma or bump to the head. Implant site did not appear swollen nor was there any sign of redness or irritation. The recipient was re-implanted

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no sound perception with the device. There was no reported change in health history. Parents deny trauma or bump to the head. Implant site did not appear swollen nor was there any signs of redness or irritation. Re-implantation is considered.

Manufacturer narrative:
(Exemption number e2015033). Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The user has no sound perception with the device. There was no reported change in health history. Parents deny trauma or bump to the head. Implant site did not appear swollen nor was there any signs of redness or irritation. Re-implantation is considered. Patient is implanted bilaterally but the contralateral device is working within normal limits.